Event description:
It was reported to philips that the device was not booting, stalling at 00.00. The device was outside clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) examined the system onsite and confirmed that the device was not booting, stalling at 00.00. Review of the log files shows malfunction of flexvision pc. Upon troubleshooting, fse powered on the system by pushing the frontal push button. The cause of the flexvision pc failure could not be conclusively determined by the supplier's part analysis; however, the replacement of the flexvision pc by the field service engineer has resolved the reported issue and restored the functionality of the system. After replacement, the system returned to use in good working order. The codes were updated based on the investigation outcome.

Manufacturer narrative:
The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-012-c, which addresses the causes associated with the reported malfunction.